Event description:
It was reported that the ventilator's touchscreen was not working. Patient involvement information was not provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on a patient at the time of the event. One ht70 plus ventilator was received and the customer reported condition could not be duplicated. The event history log was reviewed and no alarms or anomalies were observed. The screen could be selected/toggled (alarms, more, main, etc.) And any setting could be selected and changed, indicating that the touchscreen was functioning properly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.